Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot/batch number and no non-conformances were identified.

Event description:
It was reported that before an unknown procedure, when the package of eps03 was opened, spatula electrode was enclosed. Lot number labeled on the package was t92t5u, but lot number labeled on the device was t92t33. The device was not used for patient. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Batch # t92t33. Investigation summary: the instrument was received with no apparent issue. The instrument was connected with a generator and pass all functional testing. The account reported that the instrument did not match the packaging identification. The event description reports an eps03 instrument with a lot of t92t5u. The instrument returned by the account is an eph02 with batch number t92t33. This condition is most likely related to the manufacturing process. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.